Event description:
It was reported that on (B)(6) 2024 that a patient presented for a routine generator change, device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead that day; the patient condition was stable following the procedure.